Event description:
Discordant sodium results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were obtained while the instrument displayed process errors and were not reported to the physician(s). The samples were tested on an alternate instrument, but results were not provided by the customer. The samples were repeated on the same instrument after troubleshooting, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the instrument displayed multiple integrated multisensor technology (imt) process errors. The customer continued to run patient samples while attempting to troubleshoot the errors. The tsc reviewed the instrument data and discovered that quality controls were not within range at the time of testing. Tsc performed troubleshooting with the customer, after which the customer performed repeat testing. The repeat results resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the rotary valve, performed a power flush, replaced pump tubing, and primed and aligned the imt. The cse ran a diluent check which passed and quality controls which resulted within range. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.